Manufacturer narrative:
Immucor technical support performed a remote review of the instrument camera images: batch (B)(4) tested on (B)(6) 2016 using lots r732 with 221623 negative reactions for cells 1 and 2 visually negative positive reaction for cell 3 at 2+. The pi lab confirmed the reactivity of the e antigen on cell 2 of retention capture-r ready-screen (3), lot r732, on the echo, using retention capture-r ready indicator red cell, lot 221635 and anti-e, lot ba631. Controls performed as expected and all cells resulted as expected. Retention product performed as expected. Pi lab performed a screen assay on customer's return sample, sample (B)(6) (per customer patient has an anti-e) on the echo, using retention capture-r ready-screen (3), lot r732 and capture-r ready indicator red cell, lot 221635. Controls performed as expected. Customer's sample resulted positive on cell 3 (e-) and equivocal (pin holes) on cells 1 (e-) and 2 (e+). Sample retested using the same reagents. Controls performed as expected. Customer's sample resulted positive on cell 3 (e-), equivocal (visually negative) on cell 1 (e-), and negative on cell 2 (e+). We were able to reproduce customer's observation with submitted sample. This issue appears to be unique to the sample.

Event description:
On (B)(6) 2016, a customer reported unexpected negative antibody screens when using capture-r ready-screen (3) (crrs 3) on a galileo echo instrument. The sample contains an anti-e.